Manufacturer narrative:
Device evaluation: the suspect parts were returned to the manufacturer and evaluation was completed. Functional testing, performance testing, and visual/physical examination, was performed on the returned parts. It was not possible to replicate the issue. However, when the computer was powered on in order to perform the patient data removal and virus scan, the video was not functional. The mobile view station (mvs) computer was found to be faulty. The cause of the issue was a graphics card malfunction.

Manufacturer narrative:
The suspect cable assembly part was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination, no fault was found. It was not possible to reproduce the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative confirmed the reported event that establishing communication takes an extended period of time to establish. The representative reported that they replaced the viewing station of the imaging system computer and the viewing station of the imaging system power board. The imaging system then passed the system checkout and was found to be fully functional. The viewing station of the imaging system computer and power board have been received by the manufacturer for analysis. Testing has not been completed, so results are not available at this time.

Event description:
A medtronic representative reported that the viewing station of the imaging system and imaging system took twenty minutes to establish connection between each other. The reported issue occurred during a spinal fusion. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.